Manufacturer narrative:
No further information was provided by the customer. The subject device was returned for evaluation and the customer¿s reported problem of bad image quality was confirmed. The device evaluation found the image has noise (not visible) due to corrosion on the contact point of the video connector. The evaluation also found scope mount looseness and rattling. This investigation is ongoing. However, a supplemental report will be submitted upon completion of the investigation or if any additional information is received.

Event description:
The customer reported to olympus, the camera head has a poor image quality. Inspection and testing of the returned device found noise on the image due to corrosion on the contact point of the video connector. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.